Event description:
The patient reported she feels her infusion device is not working correctly. She stated that she has unexplained high blood glucose values ranging from 15-20 mmol/l (270-360 mg/dl). She reported that she was experiencing extreme thirst with the elevated blood glucose values. The patient adminstered insulin injections to reduce her blood glucose values. The patient reported that she would suffer from low blood glucose values 2-3 mmol/l (36-54 mg/dl) as a result of the insulin injections. No symptoms were provided. The patient reported that she would drink juice to raise her blood glucose values. No medical treatment was required. Product was requested to be returned for evaluation.